Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage noted one electronics assembly. Pump received with broken reservoir tube lip and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he washing dishes, so probably got water on it. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.